Event description:
It was reported that the patient presented to a follow up with a drop in right ventricular (rv) lead impedance and loss of capture. Diagnostic imagining was performed which confirmed rv lead dislodgement. The lead was explanted and replaced and the patient was stable with no additional consequences.